Event description:
MFR's eval of the returned inform meter revealed that the device's 3rd and 4th internal contacts had melted. The problem was first discovered at the MFR's domestic eval site. No associated injury was reported.